Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist reported that a patient who underwent lasik was diagnosed with flap striae. Patient expressed foreign body sensation and dryness in the left eye, at the two week post-op visit. Add'l info has been requested.